Event description:
On the (B)(6) the patient underwent focused ultrasound treatment for essential tremor with no immediate adverse events. Later on, on the day of the treatment, the patient developed weakness.

Manufacturer narrative:
Weakness is a known side effect listed in the information for prescribers. The investigation has not been completed yet. This report will be updated if additional details are received. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.